Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed leaking from multiple cartridges. Reportedly, the location of the leak was in the clear, plastic band which wraps around the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully to resolve the issue. Insulin delivery was resumed.